Event description:
It was reported that during an atrial fibrillation (afib) procedure, the impedance data could not be displayed on the carto 3 system. The thermocool sf navigational catheter was exchanged to complete the procedure. There was no patient injury reported. Upon request, additional information was provided on the event. There was ablation being delivered with this lack of impedance. The generator setting was unknown. The impedance cut-off setting was unknown. The ablation was cut-off properly. It was unknown if there was any warning message. The initial reported complaint itself was not indicative of a reportable event upon visual inspection of the returned complaint catheter on (B)(4) 2014, the bwi failure analysis lab noted char on the proximal end of the tip dome measuring more than 1mm in length. This condition was not originally reported. The amount of char noted is indicative of a reportable event, thus marking (B)(6) 2014 as the awareness date for this report.

Manufacturer narrative:
(B)(4).